Event description:
It was reported that cartridge change errors occurred with multiple cartridges. There was no reported adverse impact to the customer's blood glucose level. The customer declined to complete troubleshooting.